Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer states he loaded his pump that evening and gave himself insulin, the pump beeped 5 times he checked the screen and it said finished loading, in a span of 10 minutes it beeped every 2 minutes. Customer did not have the cannula fill amount programmed in the pump. Customer declined to troubleshoot for high readings. No further information was given. The product was not returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.